Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing. E1. Initial reporter telephone number: (B)(6).

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from three patient samples tested on the cobas 6000 c501 module. The following examples of discrepant results were provided: patient sample 1: the initial result was 7.7%. The repeat result was 5.3%. Patient sample 2: the initial result was 8.8%. The repeat result was 5.8%. The initial results were deemed abnormally high.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. On the field service engineer's (fse) initial service visit, he inspected the module and found the rinse water probe cell level was higher than the other cells, causing spillages during the first run of the mechanism check. He also found that the detergent probe had water droplet formation. He then cleaned and reseated the solenoid valve, which resolved the issue. He verified that the rinse levels were correct. On the fse's follow-up service visit, he changed the photometer's heat filter and performed successful mechanical checks, blank cuvette measurements, and a photometer check. The specific hardware or maintenance cause of the event could not be determined.